Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intra-ocular lens (iol) implant procedure, patient had clear vision initially day 1 (20/30) but then a decline in acuity to 20/50 by week 2. Optical coherence tomography (oct) was normal and no improvement with refraction. When they dilated her at week 2 there was a hazy crystalline sheen within the central lens material inferiorly and extending into the central axis. The lens was explanted in a secondary procedure.

Manufacturer narrative:
The product was returned for analysis and the reported complaint "hazy crystalline sheen in the central lens" was not observed. Only iol in segments received in a specimen container.solution is dried on both surfaces of the optic and haptics. Iol split/cut in 4 pieces and scratched/marked-rejectable, no observations. Iol(intraocular lens) cleaned for further evaluation. No observations of the reported "hazy crystalline sheen". The reported complaint was observed post implantation. The file states that "defect was not present on initial implantation". No root cause identified as the reported complaint "failure, hazy crystalline sheen in the central lens" was not observed on the returned product. We are unable to confirm the presence of the reported "hazy crystalline sheen in the central lens" after iol implantation. The lens was returned in several segments, the observed damage is consistent with lens having been explanted. The reported complaint was observed post implantation. The file states that "defect was not present on initial implantation". Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating lens was replaced with other company lens.

Manufacturer narrative:
Product manufacturing site updated due to receipt of receipt of product serial number. Manufacturer report number corrected and reported under [9612169-2024-00287]. The manufacturer internal reference number is: (B)(4).